Event description:
It was reported that during the atherectomy procedure, the physician used the 2.0 mm solid stealth 360 peripheral orbital atherectomy device (oad). Low, medium, and high treatments were performed in the common femoral artery, bifurcation into the superficial femoral artery and left limb. After the atherectomy treatment was completed, a non-abbott balloon was used for angioplasty. During balloon inflation, the physician observed a fragment located in the profunda femoris artery. Initially, there was suspicion that it could be a fragment resulting from the atherectomy; however, the physician assessed that the finding was more likely related to the use of the balloon rather than the oad. The fragment resulted in the presence of a small spicule in the profunda femoris artery, without significant clinical repercussions. In the opinion of the physician the fragment did not come from the viperwire but became displaced due to post-atherectomy ballooning. No damage was observed on the oad or viperwire upon removal from the patient. Subsequent to the initially filed report, the following information was received: post atherectomy imaging was performed, and everything was normal. There was no detachment of any parts from either the balloon or the oad crown. The fragment was actually the calcified material itself, which, after atherectomy followed by balloon dilation, migrated into a small branch of the profunda. In the opinion of the physician, atherectomy indirectly contributed to the migration of calcified materials as the fragment movement occurred after the balloon dilation. The blood flow was not compromised.

Manufacturer narrative:
Additional information: g3, g6, h3, h6, h10. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient embolism appears to be related to operational context. In this case it is possible that the reported patient embolism is a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the atherectomy procedure, the physician used the 2.0mm solid stealth 360 peripheral orbital atherectomy device (oad). Low, medium, and high treatments were performed in the common femoral artery, bifurcation into the superficial femoral artery and left limb. After the atherectomy treatment was completed, a non-abbott balloon was used for angioplasty. During balloon inflation, the physician observed a fragment located in the profunda femoris artery. Initially, there was suspicion that it could be a fragment resulting from the atherectomy; however, the physician assessed that the finding was more likely related to the use of the balloon rather than the oad. The fragment resulted in the presence of a small spicule in the profunda femoris artery, without significant clinical repercussions. In the opinion of the physician the fragment did not come from the viperwire but became displaced due to post-atherectomy ballooning. No damage was observed on the oad or viperwire upon removal from the patient.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the atherectomy procedure, the physician used the 2.0mm solid stealth 360 peripheral orbital atherectomy device (oad). Low, medium, and high treatments were performed in the common femoral artery, bifurcation into the superficial femoral artery and left limb. After the atherectomy treatment was completed, a non-abbott balloon was used for angioplasty. During balloon inflation, the physician observed a fragment located in the profunda femoris artery. Initially, there was suspicion that it could be a fragment resulting from the atherectomy; however, the physician assessed that the finding was more likely related to the use of the balloon rather than the oad. The fragment resulted in the presence of a small spicule in the profunda femoris artery, without significant clinical repercussions. In the opinion of the physician the fragment did not come from the viperwire but became displaced due to post-atherectomy ballooning. No damage was observed on the oad or viperwire upon removal from the patient. Subsequent to the initially filed report, the following information was received: post atherectomy imaging was performed, and everything was normal. There was no detachment of any parts from either the balloon or the oad crown. The fragment was actually the calcified material itself, which, after atherectomy followed by balloon dilation, migrated into a small branch of the profunda. In the opinion of the physician, atherectomy indirectly contributed to the migration of calcified materials as the fragment movement occurred after the balloon dilation. The blood flow was not compromised.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Updated: b1, b5, g3, h6 (codes 4438 and 2993 added, codes 2687 and 1562 no longer apply).